Event description:
Caller reported experiencing an error with their continuous glucose monitoring device, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided instructions for resetting the pump. After following the guidance, the caller was able to start their sensor session without further issues.